Manufacturer narrative:
(B)(4). D10: 32-486259 - vngd shortquick release drill - zb111002. G2: foreign - canada. Visual inspection of the returned device found it to exhibit signs of repeated use nicked / gouged / worn and a piece of an unknown item has fractured off in it. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is confirmed via product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterilization staff found the pin driver was broken. There was no reported patient involvement.